Manufacturer narrative:
(B)(4).

Event description:
It was reported that rapid battery depletion was observed. Device change out was in the process of being scheduled, when the patient experienced cardiac arrest and expired, by the time the ambulance crew got to him he was in ventricular fibrillation (vf) and unresponsive. The device had reached eri on (B)(6) 2016 was unable to be interrogated. Ten telemetry tests were performed and all failed.

Manufacturer narrative:
No conclusion code available; the reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to the battery voltage being below the minimum voltage required for proper circuit operation. With an external power supply attached, the device functioned normally. The device was interrogated and the memory was found to be corrupt. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine the cause for the battery depletion.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.